Event description:
The patient reported that she felt her vns device was not functioning properly and had been experiencing an increase in seizures. The patient was unable to comment on the relationship of the increase in her seizures to her pre-vns baseline and did not know exactly when the increase began. Attempts for additional information have been unsuccessful to date.